Event description:
Additional information reported that the patient experienced mental status changes related to the previously reported infection. There were no perioperative antibiotics administered to the patient. A blood culture was obtained and identified the presence of (B)(6). The primary location of the infection was noted to be "generalized/encephalopathic." It was "possible" that the patient had meningitis (encephalopathic). The patient was given oral antibiotics, and the infection resolved. There was no drug withdrawal. The patient's pump contained lioresal. The last pump medication refill was not known.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
It was reported that the pt was hospitalized with a (B)(6) of unk origin. The hcp planned further testing. An initial attempt to obtain additional info was unsuccessful. A f/u report will be sent if additional info becomes available.